Event description:
It was reported the customer experienced intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin delivery. The customer was instructed by tandem technical support to perform various troubleshooting steps in order to complete a system check. And no issues were identified. Additionally, the customer indicated a cartridge was used for over 72 hours and was educated about the recommended duration of cartridge use, which should not exceed 72 hours.